Event description:
Event reported via MDR (B)(4). When drilling a guide wire into the femoral head, the tip of the guide wire broke off and was irretrievable lost in the head. The c-arm was in use intraoperatively and was clearly visible.